Manufacturer narrative:
Mäntymäki, h., mäkelä, k. T., vahlberg, t., hirviniemi, j., & niinimäki, t. (2016). Modular to monoblock: difficulties of detaching the m2a-magnumtm head are common in metal-on-metal revisions. Clinical orthopaedics and related research®, 474(9), 1999-2005. Doi:10.1007/s11999-016-4774-7. The product was not returned. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addresses in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "modular to monoblock: difficulties of detaching the m2a-magnum head are common in metal-on-metal revisions." The article identified multiple revisions were utilized for unplanned stem removals on unknown dates. There has been no further information provided and the patients outcomes are unknown.